Event description:
It was reported that the event involved a male pt while in the cath lab. Since the customer was out of 30 cc intra-aortic balloon (iab), they used a 40 cc iab. During product prep, before removing the second iab from the tray, the fiberoptix sensor (fos) connector was connected to the intra-aortic balloon pump (serial number (B)(4)). The pump gave an "fos signal weak" alarm and then, when the cal key was connected, the pump read both the fos connector and the cal key. The md inserted the iab through the teflon sheath via left femoral artery, but there was no arterial pressure (ap) on the monitor of the pump during insertion. As a result, the iab was to be removed. During removal of the iab from the pts' left femoral artery when it came in contact with the teflon sheath, the iab bulged. As the sheath and the iab were removed as a unit, the insertion site became enlarged. There were no reports of difficulty to stop bleeding at the site or any injuries. As a result, a competitors iab and pump were used successfully. The second iab was inserted via the same insertion site (left femoral artery) and the iabp therapy was able to continue on successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a 15 min delay of interruption in therapy noted with no harm to the pt. The pt outcome is good. Reference MDR # 1219856-2012-00250 for the iab report.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.